Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell. It was reported that the right ventricular (rv)-his bundle lead exhibited oversensing on stored electrograms (egm). The rv-his bundle lead remains in use. No further patient complications have been reported as a result of this event.